Manufacturer narrative:
Combination product: yes. An update indicates that the lead was erroneously reported. There is no complaint against this lead. An update indicates that the lead was erroneously reported. There is no complaint against this lead.

Event description:
It was reported that oversensing and intermittent loss of capture was noted on this right atrial lead during provocation test. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.